Event description:
Pump tubing was installed and attempted to prime. Pump showed error code that in-flow was blocked. Tubing was troubleshot from bag to scope. Tubing clamp open, cartridge engaged, no kinks in bag connection or tubing. Disconnected inflow tubing from scope and pump still wouldn't prime, no fluid coming out of tubing at scope connection. Could not clear the error. Second tubing set was opened and just the inflow tubing replaced. Pump primed and worked as normal for case.